Manufacturer narrative:
D10. Device available, return date - additional information g4. Date manufacturer received - additional information g7. Type of report - additional information h2. Follow-up type - additional information h3. Device evaluation, device returned - additional information h6. Evaluation codes - additional information, device evaluation h10. Additional manufacturer narrative - additional information, device evaluation the axium prime pusher was returned for analysis. There was no implant coil, instant detacher, microcatheter, or accessories returned with the device. The actuator interface was fully detached from the coupler tube and not returned for analysis. The release wire was found extending out the end of the coupler tube. The axium pushwire was found kinked and broken between the positive load indicator and break indicator and retained by the release wire. This is indicative that mechanical and manual detachment attempts were performed at these locations. Kinks and bends were found along the length of the pusher. The coin was found to be pulled back from the lumen stop; with the shield coil present and intact. Based on the analysis performed, the axium prime coil was not confirmed to have non-detachment as the pusher was returned with the implant coil already detached. Since the implant coil and instant detacher were not returned; any contribution of the implant coil and instant detacher to the non-detachment could not be determined. The cause of the event could not be conclusively determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that both coils would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). Additional information was required to determine the cause of the event. The hcp was contacted for more information regarding the device to help with the investigation and response received. Device return was requested, however the device was not returned at the time this investigation was completed and therefore conformance to specifications could not be determined. The device was reported to be in the hands of the distributor. There was an indication that the event was related to a potential manufacturing issue, so a device history record review was performed. The DHR review did not identify any anomalies associated with this event. The investigation determined that this was a known event, and therefore no new formal investigation was required. Common sequences of events and contributing factors that can lead to this known event are documented in the risk management file. Reference MDR# 2029214-2019-00577. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that both coils would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). The patient underwent coiling treatment for a small unruptured saccular aneurysm located in posterior communicating artery, measuring 5.0mmx2.0mm. It was reported that the physician attempt to detach the coil with the instant detacher and with manual method multiple times. Second detacher was also used for multiples time but still coils did not detach. There were not any patient symptoms or complications associated with this event. No images available for review. Reported device and any accessory devices were prepared as indicated in the IFU. No patient injury was reported.